Event description:
It was reported that patient had benign prostatic hyperplasia, so catheterization was done. The third lumen of the foley catheter was blocked after catheterization, and the catheter bag leaked. It was also stated that the urethral bleeding occurred on patient, and it was difficult to do drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to blister ply (sac tearing) caused by high mechanical stability time of incoming latex. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had benign prostatic hyperplasia, so catheterization was done. The third lumen of the foley catheter was blocked after catheterization, and the balloon leaked. It was also stated that the urethral bleeding occurred on patient, and it was difficult to do drainage. No medical intervention was reported.